Event description:
Customer reports two results stored in meter memory of the compact plus system are not hers. Results were 410 mg/dl and 80 mg/dl, taken within 10 mins. No quality controls were used. No adverse event reported. Requested return of suspect device and replacement was sent.